Event description:
I had the essure procedure around (B)(6) 2009. Since then I have been ill, everyday, along with many episodes of pain, cramping, joint pain, rashes, hair loss, inability to wear all jewelry (rashes and swelling). Unexplained fevers, and brain fog to name a few. I have been to my family doctor many times for these complaints, and even been sent to a rheumatologist with (B)(6) of labs to check for lupus and the such. These tests found no lupus or disease. I have been in touch with a social website, with many others that have had the essure like me, and they all have the same symptoms. None of these issues did I have until this procedure. My gyn pretty much talked me into this and I wanted a normal tubal ligation. I feel this product is the cause of my issues. I wish I would have been told of the side effects and I know I would not have had this done. Dates of use: (B)(6) 2009 - (B)(6) 2013. Reason for use: birth control.